Event description:
The duett was deployed following a heart cath procedure (via a 6 fr sheath in the right common femoral artery). Symptoms began 1-2 hours post-procedure and consisted of leg pain, intermittent pulses, and mottled color. Vascular spasms were initially suspected and the pt was given nitroglycerin. The next day pulses were still intermitent and the leg was cool and mottled. An angiogram revealed a thrombus in the distal popliteal area, at the posterior and anterior tibial artery. The pt was given nitroglycerin, integrilin, retavase and heparin. An angiojet balloon angioplasty and embolectomy was used to remove the thrombi. The pt developed compartment syndrome, which was treated with a fasciotomy and evacuation. The pt still experienced venous leg clots 7 days later from the pressure of the compartment syndrome. Treatment of lovenox and coumadin continues, and the pt will require physical therapy.